Event description:
Reported blood glucose results of "185 mg/dl and 110 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care rep walked the pt through two blood glucose tests and obtained results of 99 mg/dl and 108 mg/dl. The meter, test strips, and control solution are being replaced.